Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio replaced the device's therapy pcb assembly as a precaution. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control reviewed the device data and determined all shocks intended were delivered and the device was powered down using the on/off button on the reported event date, (B)(6) 2020. There was no evidence that the device unexpectedly lost power or that the display went blank. The device log was also evaluated and shows that no service codes were logged into memory on (B)(6) 2020. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device while being used for an non-critical procedure, power-cycled itself and came back on with a blank screen for some time with service led lit. Upon customer evaluation it a critical event code was noted to have been logged in the device memory. The event code logged in the device's memory is indicative of a failure of the device to charge for defibrillation energy. As a result, defibrillation therapy may not be available, if it was needed. The customer reported a second and then a third device had to be brought in to render treatment for the patient. Patient ultimately survived per report. This issue is patient related; however there was no serious injury or death reported.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device while being used for an non-critical procedure, power-cycled itself and came back on with a blank screen for some time with service led lit. Upon customer evaluation it a critical event code was noted to have been logged in the device memory. The event code logged in the device's memory is indicative of a failure of the device to charge for defibrillation energy. As a result, defibrillation therapy may not be available, if it was needed. The customer reported a second and then a third device had to be brought in to render treatment for the patient. Patient ultimately survived per report. This issue is patient related; however there was no serious injury or death reported.